Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail call that the customer experienced low blood glucose below 40 mg/dl. The representative also reported that the customer called emergency medical services but the customer able to treat the low blood glucose. The insulin pump will not be returned for analysis.